Event description:
It was reported that during service and evaluation, it was determined that moving parts of the trigger of the battery oscillator device did not move smoothly, the turn knob of the device was loose, and the electrical ports were damaged. It was further determined that the device failed pretest for general condition, check for sticky triggers, and check quick coupling for saw blades. It was noted in the service order that the blade device could not be connected. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was found that the device failed visual inspection due to a loose knob and damaged electrical ports. It was noted that the turn knob of the device was loose. Furthermore, it was found that the electrical contacts were damaged and the trigger was not moving smoothly. It was noted that due to the loose knob a saw blade could not be secured, and other test steps could not be performed. It was determined that the most probable root cause for the damaged electrical contacts and sticky trigger can be traced to normal wear. The issue with the loose turn knob is linked to a design related issue and is covered under a CAPA.